Event description:
This gdc 10-soft sr stretch resistant synerg detection circuit was the first coil to be used in the procedure. The power supply signaled "detached" after 6 minutes of current being applied to the device. When the physician attempted to remove the delivery wire from the patient's artery after the detachment signal, he was aware that the coil was still attached onto the tip of the delivery wire and was brought back with the delivery wire. Thus, the physican attempted to detach the device again. He got the detachment signal again, however, this product might not be detached by his determiantion. He then decided to remove all the devices (gc, mc, and gdc coil). He felt restriction when he was removing them into the patient's artery. While the gdc 10-soft st stretch resistant synerg detection circuit was being retrieved from the aneurysm, the coil got detached from the delivery wire. The detached coil remained in the patient's artery. Several milimeters of the coil came out of the aneurysm. The particular device could not be removed by any snare device. The patient is steady in the hosptial. Note: due to an administrative error this incident was not identified as an MDR until the technical evaluation of the device.